Event description:
A cr 800 image was obtained on a pt prior to hip replacement surgery. Clinical interpretation of the image to obtain measurements of select prosthesis was performed on an efilm workstation. The efilm device, manufactured by merge efilm, has software version 1.8.3 installed and the kodak directview cr 800 was running version 2.2.1. The customer reported an estimated 10% inaccuracy in the measurements resulting in incorrect fit of the hip prosthesis. Additional surgery was required to correct the problem. The incident was reported by hosp.